Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system. The initial accutni result for the patient sample was 0.55ng/ml and it repeated at 0.02ng/ml. The sample was then tested on a different instrument upon which it gave a result of 0.03ng/ml. The erroneous result was reported outside of the laboratory. There was no effect to patient or user with regard to this event.

Manufacturer narrative:
Sample was collected in lithium heparin tube with gel and centrifuged at 3000rpm for 6 minutes. Qc recovered within range. Customer performed system check which failed two parameters. A field service engineer (fse) was on-site in 2009: (a) fse found one aspirate probe to be blocked with fiber-like debris. Fse removed the debris, performed a system check and repeated controls. All testing passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.